Event description:
It was reported that during a da vinci si surgical procedure, the fenestrated bipolar forceps instrument suddenly stopped responding to the system. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to duplicate the customer reported complaint. Engineering found the instrument was checked for recognition on an in-house system; the system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. The dcp (dallas chip programmer) verification of instrument passed. The instrument was driven and moved intuitively and the grips opened and closed. Engineering found various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. Engineering also found scratches on the pulley. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. There are scratches on the surface of the distal pulley. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.